Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. They are unable to exit tthe "preparing to prime" loop. The blood glucose reading was 8.1 mmol/l. Advised customer that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to faulty force sensor. Insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to prime alarm. Insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.